Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 015. Patient's father reported that connection was re-established between devices. At the time of contact, no injury or medical intervention was reported.